Manufacturer narrative:
(B)(4). Inflation above rbp (rated burst pressure). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar failure to deflate incidents reported from this lot. Reportedly the balloon was inflated above the balloon rated burst pressure (rbp). It should be noted the trek instructions for use states that balloon pressure should not exceed the rbp. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that there were no issues with removal of the stylet/protective sheath from the trek during device preparation. There were no issues noted with the trek during device preparation. The contrast mix was 50/50. There were no issues with the four inflations of the trek in the heavily calcified, mildly tortuous target lesion in the saphenous vein graft to the right coronary artery. The inflations were 18 atmospheres (atms) for 20 seconds, 18 atms for 17 seconds, 18 atms for 35 seconds, and 14 atms at 35 seconds. The trek was unable to deflate after multiple attempts to deflate and holding negative pressure for 10 to 15 seconds with each attempt. The trek was pulled into the descending aorta then deliberately ruptured using the inflation device. There was no chest pain reported during this device issue. There was no additional information provided.